Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, the thread kept breaking. It was unknown how the procedure was completed. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.. Additional information was requested, and the following was obtained: how many devices demonstrated the alleged deficiency? 3 sutures of the same box did the event occur during one or multiple patient procedures? N/a what is the total number of procedures? N/a. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? N/a. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? N/a could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. N/a. Please provide the source or name of person providing answers to follow-up questions: (B)(6).